Event description:
Dealer is stating this was a demo chair that was put out on a consumer to see if they like the chair, and the ball piece to the back mounting hardware. Dealer is not sure if the screw back out, or was missing when the chair was delivered. No other information provided.